Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie drawer 4.2 not detected on bus, which located on g3w. The customer attempted to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the legacy half height drawer4.2 was off the bus. A field service engineer powered station off and replaced the damaged retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.